Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the aquabeam foot pedal was non-functional. Multiple troubleshooting steps were made to address the issue without avail. As a result, the aquabeam foot pedal was replaced and the procedure was completed successfully. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was returned for investigation. Visual inspection of the returned device observed no visual damage or anomalies. Functional testing confirmed the reported event. Upon inspection, one of the wires within the foot pedal mechanism had become disconnected and was severed from its intended connection point. This particular issue with the wire was identified as the root cause behind the non-functionality of the foot pedal. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam foot pedal / lot number 22c01148 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00, rev. F, states the following: 4.3 warnings: procedure throughout the procedure, monitor the patient for unanticipated movement and immediately release the foot pedal to stop the procedure if movement is observed. Patient movement during the procedure may result in serious injury. Ensure the motorpack magnetic latch is pointing towards the black indicator. Clear any excess drape and seams off the magnet plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. Active fluid evacuation/aspiration from bladder is operational during the aquablation procedure but be attentive for any occluding tissue in the aspiration tubing during the procedure. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.